Event description:
It was reported that patient underwent left shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 in order to convert to a reverse shoulder system. During the revision, the humeral implant was placed too high to allow room for the reverse glenosphere and humeral tray. Therefore all implants were removed and replaced with a different system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02530 & 02531).